Event description:
Pain [pain]. Joint effusion [joint effusion]. Arthralgia [arthralgia]. Case description: spontaneous report was received on (B)(6) 2012 from a physician regarding a (B)(6) female pt, initials (B)(6), with gonarthrosis of left knee. The pt's medical history was significant for the use of suvenyl ((B)(6) 2011) and synvisc ((B)(6) 2011 and (B)(6) 2011) in the past and for the concomitant diseases of nail tinea, allergy (unspecified), athlete's foot and itching. On (B)(6) 2012, the pt initiated treatment with synvisc (hylan g-f-20) injection at a dose of 2 ml, in unspecified location. The lot number of synvisc was not provided. The same night following the injection, the pt experienced pain. On (B)(6) 2012, the pt developed arthralgia. She visited clinic on (B)(6) 2012 and 30 cc of opacified fluid was aspirated. The culture test was negative. She was given betamethasone sodium phosphate at a dose of 2.5 mg, cefditoren pivoxil and unspecified antibiotics at a dose of 300 mg/day, respectively, for three days. It was reported that she had never visited the clinic since then. The action taken with synvisc treatment was not provided. The outcome for the events of pain, arthralgia and joint fluid retention was not provided. Relevant concomitant medications included terbinafine hydrochloride, oxatomide, clotrimazole and glycyrrhetinic acid. The intensity for the events of pain, arthralgia, joint effusion was not provided. The reporting physician assessed the relationship between synvisc and the events of arthralgia and joint effusion as possible. The relationship between synvisc and the event of pain was not provided by the reporting physician. This is 1 of 2 reports from this reporter, after receiving synvisc. The total list of cases created from this reporter is (B)(4).

Manufacturer narrative:
The qa (quality assurance) results were received on (B)(6) 2012. Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship the product is not affected by this report.